Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date. Additional information received revealed left hip revision was performed on (B)(6) 2014 due to unknown reasons. A surgical delay of 45 - 60 minutes occurred due to product identification originally thought to be competitor products.